Event description:
Blood reported in foley catheter drainage tubing, patient was repositioned and foley catheter fell out of patient. The balloon was visibly damaged/ torn. Catheter had been in place < 24 hours.